Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("long period") in an adult female patient who had essure inserted (lot no. A14897) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bloating, hair loss, pregnancy (2 pregnancies), asthma, dyspareunia, anemia, obesity, weight gain, lower abdominal pain (ntermittent sharp pain in lower abd), parity 1, multi gravida and pelvic pain. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), arthralgia ("have chronic joint pain"), alopecia ("my hair thinning"), abdominal distension ("bloated"), depression ("depressed"), fatigue ("being tired"), skin swelling ("puffy") and anosmia ("without ability to smell") and was found to have weight increased ("I gained 14 lbs in the first month"). The patient was treated with surgery (removal of essure devices, exploratory laparotomy, tubal occlusion, bilateral). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2015. The reporter considered abdominal distension, alopecia, anosmia, arthralgia, depression, fatigue, heavy menstrual bleeding, skin swelling and weight increased to be related to essure administration. The reporter commented: two essure devices were discarded. The isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. The essure devices were in their proper anatomical locations. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.446 kg/sqm. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: mr received: lot number added, reporters information, patient medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("long period") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014 , the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), arthralgia ("have chronic joint pain"), alopecia ("my hair thinning"), abdominal distension ("bloated"), depression ("depressed"), fatigue ("being tired"), skin swelling ("puffy") and anosmia ("without ability to smell") and was found to have weight increased ("I gained 14 lbs in the first month"). The patient was treated with surgery (removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, anosmia, arthralgia, depression, fatigue, heavy menstrual bleeding, skin swelling and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product indication, start date, stop date, removal details, action taken with drug added. Event: heavy menstrual bleeding updated as serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("long period") in an adult female patient who had essure inserted (lot no. A14897) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of bloating, hair loss, pregnancy (2 pregnancies), asthma, dyspareunia, anemia, obesity, weight gain, lower abdominal pain (ntermittent sharp pain in lower abd), parity 1, multi gravida and pelvic pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), arthralgia ("have chronic joint pain"), alopecia ("my hair thinning"), abdominal distension ("bloated"), depression ("depressed"), fatigue ("being tired"), skin swelling ("puffy") and anosmia ("without ability to smell") and was found to have weight increased ("I gained 14 lbs in the first month"). The patient was treated with surgery (removal of essure devices, exploratory laparotomy, tubal occlusion, bilateral). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, anosmia, arthralgia, depression, fatigue, heavy menstrual bleeding, skin swelling and weight increased to be related to essure administration. The reporter commented: two essure devices were discarded. The isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. The essure devices were in their proper anatomical locations. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.446 kg/sqm. Lot number: a14897, manufacture date:2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("long period") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), arthralgia ("have chronic joint pain"), alopecia ("my hair thinning"), abdominal distension ("bloated"), depression ("depressed"), fatigue ("being tired"), skin swelling ("puffy") and anosmia ("without ability to smell") and was found to have weight increased ("I gained 14 lbs in the first month"). The patient was treated with surgery (removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, alopecia, anosmia, arthralgia, depression, fatigue, heavy menstrual bleeding, skin swelling and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the secifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are repviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.